Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not came on. The customer¿s blood glucose level was unknown. The customer was also reported that insulin pump was broken when changing battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads and minor scratched lcd window. (B)(4).